Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a greenish tint on the over-molded, airway balloon. Customer?s reported issue was confirmed. The balloon appears to be stained and does not appear to have organisms growing. There was no greenish discoloration to the airway line or under the cuff. The silicones used to manufacture the two components are different. Both silicones are light sensitive and will yellow when exposed to ultraviolet light, but the effect is minimized by the added pigment. The valve was removed from the airway balloon and inspected. There was no evidence of a green tint on the outside or inside the inflation valve. The portion of the airway line that extends from the airway balloon was cut and dissected. No evidence of a green tint was inside the airway line. The root cause of the reported issue was not determined. It is hypothesized that whatever was used to clean the tracheostomy device stained the silicone, causing the green cast. The green cast is isolated to the inflation balloon, which extends outside the patient when in situ. Based on the limited information provided by the complainant and the isolated incident, no conclusions could be made of the exact root cause of the discoloration. Actions taken to mitigate the reported issue: no corrective actions are planned at this time. Complaint data and trends are regularly analyzed and will take further actions accordingly.

Manufacturer narrative:
Device evaluation: eighteen (18) smiths medical cadd medication cassette samples were received for evaluation. The device history record was reviewed and showed that the devices met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Visual inspection showed that the pump tube was damaged and the assembly bag was incorrectly placed. Functional testing involved device accuracy testing and showed two of the samples demonstrated the reported issue. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on evidence and investigation, the complaint allegation was confirmed and the investigation noted the following possible problem source: during the bag loading operation, the pump tube was not properly assembled, the pump tube was stretched. However, the exact problem source could not be confirmed.

Manufacturer narrative:
Foriegn source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir under delivered. It was reported that after twenty-four (24) hours of infusion "10ml more of medical fluid remained in the cassette than usual." Per reporter a different cassette was used and the issue was resolved. No adverse patient effects were reported.